Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2210503 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) loses liquid, becomes leaky and the marker valve pulls into the handle part back. Hemostasis was achieved by manual compression. There was no patient injury. The vcd was removed from the packaging without any abnormalities and after checking the balloon and valve markings on the handle there were no problems noted. The leak was found during deflated insertion into the sheath and hanging on the sheath valve, reinflating and observing the tension indicator pull the vcd out of the patient. The vcd was pulled out of the patient with an (almost) empty balloon and could therefore not be used successfully. The device was stored and prepped according to the IFU. The device was used in an interventional peripheral procedure using an antegrade approach. The deployer was mynx certified. The device was used with a non-cordis 6f x10cm sheath. There was no visible damage in the distal end of the sheath after removal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that required hospitalization or significant prolongation of existing hospitalization. The device is available for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) loses liquid, becomes leaky and the marker valve pulls into the handle part back. Hemostasis was achieved by manual compression. There was no patient injury. The vcd was removed from the packaging without any abnormalities and after checking the balloon and valve markings on the handle there were no problems noted. The leak was found during deflated insertion into the sheath and hanging on the sheath valve, reinflating and observing the tension indicator pull the vcd out of the patient. The vcd was pulled out of the patient with an (almost) empty balloon and could therefore not be used successfully. The device was stored and prepped according to the IFU. The device was used in an interventional peripheral procedure using an antegrade approach. The deployer was mynx certified. The device was used with a non-cordis 6f x10cm sheath. There was no visible damage in the distal end of the sheath after removal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that required hospitalisation or significant prolongation of existing hospitalization. The product was returned for analysis. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock closed. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was locked on to the sheath catch as received. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2210503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.